Event description:
Patient experienced a fluttering sensation in the neck when she turns her head to the side, and noted to be occurring frequently. Vns was interrogated and diagnostics were within normal limits. Patient is tolerating vns and medications well. Patient had a generator replacement performed. Per the facility, the explanted generator was discarded. No additional relevant information has been received.